Event description:
It was reported that the pt had prolonged hospitalization after procedure. Adverse event - bilateral lower extremity pain and debility. Doctor stated that the pain was most likely secondary to cholesterol emboli given her petechial lesions.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.